Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "the thread seems to be different in thickness. If the thread is pulled through two ingers, it can be recognized that there are thicker spots on the material. Discovered independent from surgery, no influence on patient/user."

Manufacturer narrative:
Samples received: 1 suture and 2 empty race-packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two empty race-packs and one unused suture without pack. We have checked under microscope the unused suture and thread surface is the usual and current one. There are some kinking's on thread surface produced by the winding process. However, this effect does not affect the properties and the quality of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the open sample received fulfil the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.